Event description:
It was reported the electrosurgical generator esg-400 experienced an e433 temporary failure error. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional procedural details received from the customer and the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection. And the reportable malfunction was not confirmed, during inspection/testing of the device. However, the issue could be found in the error log of the device. Since the device meets specifications, the exact cause could not be determined. Based on the results of the investigation, it is likely, the following led to the malfunction: possible causes for a temporary error message are: 1. Interference of the esg-400 generator, due to scattered electromagnetic interfering fields (temporary fault). 2. The operator activates the footswitch, during generator booting (temporary fault caused by user action). 3. A defective footswitch (temporary fault, short circuit in the plug). 4. A defective footswitch (temporary fault, defective reed contact). 5. A faulty cable connection between hvps board and generator board (temporary or permanent fault). 6. A faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). Based on the information provided, e433 might be traced back to a defective foot switch or a user error. Any error messages that may appear, during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system, until the error has been corrected. The customer is required to check the function of all devices used, prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided, during an application. Olympus will continue to monitor field performance for this device.

Event description:
Before the procedure, while activating the electrosurgical generator unit. An e433 error, occurred on the thunderbeat and the electrosurgical generator didn¿t work. Troubleshooting was performed without success. The intended procedure was therapeutic and was completed successfully with another non-olympus scalpel. The procedure was delayed for 30 minutes, while the patient was under general anesthesia, as a result of the issue. There was no patient injury.